Manufacturer narrative:
This report is filed on september 11, 2019.

Event description:
Per the clinic, the patient experienced infection at abutment site, subsequently the patient was treated with oral and topical antibiotics.